Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 20-MAR-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of this incident, a technical support specialist (TSS) informed the customer about discrepancies and provided guidance on the correct process for key medication issuance and returns. TSS instructed to de-assign the Lorazepam key item from drawer, assign the key and assign the lorazepam injection item identifier. The specialist explained how key issues and returns should function within the system, addressed the customer questions, and ensured the customer understood the proper workflow for managing discrepancies and medication transactions. The customer acknowledged the information provided. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower, the user attempted to issue Lorazepam 2 mg/mL injection and its associated key. The item and key were configured to be issued simultaneously rather than as a key combo, resulting in only the key being issued while the medication was not dispensed. Consequently, the Lorazepam transaction was not recorded.The customer stated that this malfunction occurred while dispensing the medication.There were no adverse events or injuries reported based on this event.